Event description:
Caire was contacted by (B) (4) to let us know, a patient had a house fire while using a caire liberator 45 lox unit. The patient using the lox equipment was transported to the hospital with minor injuries.

Manufacturer narrative:
The unit has not been returned to caire inc. For evaluation. A third party investigator is investigating the home site and the equipment. The investigator has not issued a report.